Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and ajust were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011, the patient underwent a pelvic eua, flexible sigmoidoscopy, anoscopy with minor dilation. It was reported that on (B)(6) 2011, the patient underwent a laparoscopic assisted left colectomy with anterior biosynthetic mesh rectopexy and flexible sigmoidoscopy. It was reported that on (B)(6) 2013, the patient underwent laparoscopic appendicostomy and flexible colonoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior colporrhaphy with mesh and sacrospinous vaginal vault suspension due to stress urinary incontinence and vaginal vault prolapse. It was reported that following insertion the patient experienced pain, extrusion, bleeding, bowel problems, neuromuscular problems, vaginal scarring, and fistulae. It was reported that on (B)(6) 2011, the patient underwent rectopexy due to damage to rectal/vaginal area. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.